Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the motor was loud and whiny but the rpms were within specifications, the reciprocating arm, planetary pins, and poppet gasket were damaged, the needle bearing, motor, and ball bearings were worn, the reciprocating arm and needle bearing were corroded, the swivel and control bar were loose, and the control bar and planetary pins were not in the correct position. The motor, sleeve, swivel, hinge throttle gasket, spring pins, spring, bearings, dowel pins, planetary carrier, screw seal, and screws were replaced and resolved the reported issue. A definitive root cause cannot be determined. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Event description:
It was reported that during surgery the device skipped quickly over the skin. Nitrogen was used properly. It is unknown if there was patient impact or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-1003419. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.